Event description:
It was reported during a therapeutic laparoscopic procedure under sedation, the tip of the ultrasonic surgical device broke off and fell into the patient¿s abdomen. It was immediately retrieved with laparoscopic forceps and the procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the following potential causes of the failure were identified: the probe damage error occurred by the following mechanism: 1) during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2) the probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3) probe damage error occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.